Event description:
A hospital in (B)(6) reported that the head case of an iw910 mobile infant warmer was cracked no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device is not expected to be returned to fisher & paykel healthcare (fph) from the hospital. Our investigation is based on our knowledge of the product and photograph provided by the hospital. Results: the photograph revealed cracked lines at the dome portion of the complaint infant warmer head. Delamination of the outer plastic shell and surface crazing were visible. A lot check revealed no other complaint of this type for lot number 071101. Conclusion: it is likely that the physical damage of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights the polycarbonate & acrylic components and states the following: - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides,hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base" -"caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. A replacement warmer head case was sent to the hospital for the biomedical technician to replace the complaint warmer head assembly at their facility, as per the hospital's request.